Event description:
Irn #: (B)(4). The dm is used for combined spinal-epidural anesthesia in a patient scheduled for elective cesarean section. About 4 hours after the surgical procedure, the epidural catheter, well-secured to the patient's back, had a distal end that was open and detached from the filter, no longer ensuring the necessary sterility. Therefore, it was necessary to remove the epidural catheter. The clamping adapter that connects the catheter to the filter has very low retention, so the catheter detaches easily with minimal tension, no longer ensuring the sterility of the catheter. It was necessary to remove the epidural catheter from the patient's back and change the type of antalgic protocol for postoperative pain (from protocol by epidural pcae pump to protocol by intravenous). The patient did not suffer injury or aggravation of health condition. Patient is doing well.

Manufacturer narrative:
Event took place in italy. The facts of the case, relevant tests are currently in process. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). The dm is used for combined spinal-epidural anesthesia in a patient scheduled for elective cesarean section. About 4 hours after the surgical procedure, the epidural catheter, well-secured to the patient's back, had a distal end that was open and detached from the filter, no longer ensuring the necessary sterility. Therefore, it was necessary to remove the epidural catheter. The clamping adapter that connects the catheter to the filter has very low retention, so the catheter detaches easily with minimal tension, no longer ensuring the sterility of the catheter. It was necessary to remove the epidural catheter from the patient's back and change the type of antalgic protocol for postoperative pain (from protocol by epidural pcae pump to protocol by intravenous). The patient did not suffer injury or aggravation of health condition. Patient is doing well

Manufacturer narrative:
Event took place in italy. The report had to be revised and an imdrf b code had to be changed due to a late submission of a failure pattern that was attributable to this complaint. The imdrf codes have been changed from b15 to b01 in the final update report. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoringthis file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Manufacturer narrative:
Event took place in italy. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoringthis file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). The dm is used for combined spinal-epidural anesthesia in a patient scheduled for elective cesarean section. About 4 hours after the surgical procedure, the epidural catheter, well-secured to the patient's back, had a distal end that was open and detached from the filter, no longer ensuring the necessary sterility. Therefore, it was necessary to remove the epidural catheter. The clamping adapter that connects the catheter to the filter has very low retention, so the catheter detaches easily with minimal tension, no longer ensuring the sterility of the catheter. It was necessary to remove the epidural catheter from the patient's back and change the type of antalgic protocol for postoperative pain (from protocol by epidural pcae pump to protocol by intravenous). The patient did not suffer injury or aggravation of health condition. Patient is doing well.